Manufacturer narrative:
Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. A device history record (DHR) review was performed and did not reveal any issues that may have contributed to the event. In this case, per report, the cause for the central aortic insufficiency was patient factors (native leaflet overhang). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
After deployment of a 29mm sapien 3 valve in the aortic position, the valve landed low (70:30 aortic/ ventricular) and moderate central aortic insufficiency (cai) was noted. There was native calcified leaflet overhang, which caused the cai. A decision was made to place a 2nd valve in a higher position. The valve landed 80:20 a/v with no cai noted. The patient was stable. Per report, one of the leaflets was "tall" and an attempt was made to deploy the valve in a lower position. During implant the calcified leaflet was caught and was the reason for the cai.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.